Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, a vasoseal es was deployed. No signs or symptoms of hematoma or swelling were noted at the time of discharge. During a follow-up telephone call to the pt within 24 hours post procedure, the pt stated that had ecchymosis and swelling at the puncture site, but the site was soft. Twelve days later, surgery was performed to repair a pseudoaneurysm. No further complications were reported.